Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support, however the customer was unable to complete the check at time of report and did not respond to follow up attempts. Customer's blood glucose level was 250 mg/dl.